Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of keypad error was verified. The event log was unable to be downloaded. Service replaced the key pad. Use testing was performed. The problem source is the keypad.

Event description:
Information was received that the cadd legacy pump had key pressed alarm. No reported adverse effects.